Event description:
It was reported that the fixation device was loosen from the band aid. So no fixation was left. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufu2151 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the fixation device was loosen from the band aid. So no fixation was left. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One statlock stabilization device was returned for evaluation. An initial visual observation showed the kit was returned open. The statlock device within the returned kit was found to be stuck to a piece of paper. The retainer of the statlock device was found to be completely detached from the pad. A microscopic observation revealed adhesive on the underside of the detached retainer and within the fibers of the tricot pad; however, it appears that the adhesive did not cure correctly and/or an inadequate amount of primer was applied. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.